Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation and had acute pain. It was stated it was not working. The patient stated it looked and sounded like it was and he could not tell anything. The patient went through the book and thought he saw 00 and a doctors face. He was not able to adjust stimulation. The patient usually turned off before bed and noticed last night his arm was hurting. He didn¿t have it set strong so he didn¿t notice it was off until the morning. The patient adjusted as high as it goes (4v/5v) and didn¿t feel anything. The patient thought the symbol might have been oor. It was half charged but he wasn¿t feeling it. It was verified it was on. The patient was redirected to their physician. Additional information regarding interventions and outcome was requested. If received, a follow up report will be sent.

Event description:
It was further reported that the patient continued to have concerns regarding their device or therapy, but was working with their physician or company representative. The patient had an upcoming appointment on 2014-(B)(6). Additional information regarding the event was requested from the patients physician. If received a follow up report will be sent.

Manufacturer narrative:
(B)(4).